Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l82263, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
The healthcare provider (hcp) reported through a manufacturing representative that there were volume discrepancies. They got back ap proximately 10ml's more than expected in (B)(6) 2015, and on (B)(6) 2015, they got back 17 more ml's than expected. The actual volumes were unknown. This was not the first refill after implant/revision. They attempted to aspirate from the catheter but were unable to do so. They would likely replace the catheter and pump as well due to age. The patient seemed to be getting effective therapy despite the significant volume discrepancy. The indications for use were non-malignant pain, rsd/causalgia-complex syndrome, and degenerative disc disease. The system was delivering morphine at 25mg/ml and 5.5mg/day. The lot number was unknown. The patient's outcome was unknown. The cause of the catheter issues was unknown. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the manufacturing representative was contacted by the healthcare provider (hcp) on (B)(6) 2016 to pick up the explanted pump from the pump replacement in (B)(6) 2015. The device was returned for disposal only. Additional information was requested regarding catheter explant, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated she did not know if the catheter was returned, but it was explanted completely. It was noted the operative report showed that there was a blockage in the tubing. No further information was provided. If additional information is received, a follow-up report will be sent.